Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while checking units, the cardiosave intra-aortic balloon pump (iabp) unit is not charging or powering up. It would not turn on with batteries or when plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h6 (type of investigations, investigation findings, component codes, investigation conclusion), h11.corrected field - d4 (unique device identifier).a getinge field service engineer (fse) visited the site and inspected the unit to verify the issue. The unit is not powering up on battery or when plugged in. He had a power supply with him and exchanged with the original. This did not correct the issue. Ordering parts for further repairs and will return asap to complete. Returned and replaced the power management pcb. The unit then was able to power up and complete the start-up process. Then completed the diagnostic, performance and safety tests with the unit plugged in. The unit passed all tests with no further issues. Stayed and observed the batteries for proper charging until the power reached 15.4 v in each battery. Informed the biomed technician that fse was going to leave the unit in the battery information page and contact him the next morning to confirm the batteries reached full charge. Spoke with him 06/20 am and he confirmed that each battery voltage had reached 16.4 volts. Informed him that the unit had passed all testing and was approved for clinical use. There was no patient involved.the following was performed by the sr service technician of the maquet failure analysis and testing dept. The failure analysis and testing department received the power management board with a reported unit failure of unit not powering up and not charging batteries. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the power management board in the cardiosave test fixture and tested to factory specifications per company procedure and service manual. The failure analysis and testing dept. Verified the failure reported by the costumer. The power management is defective. Sending the board to the supplier for more analysis per procedure. The following was submitted the technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier for the part. They stated that 1. Perform visual check where result: no abnormality found, 2. Board was re-tested at fct where result: failed step 4.1.1 program dsp testware file, 3. Perform troubleshooting on the board - found u5 defective. The probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per the company procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.